Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebx0912 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC catheterization of the left venous venous vein was performed on may 14 with a depth of 46cm and an arm circumference of 26cm. On june 5, the patient complained of swelling and pain in the left upper extremity. The circumference of the left arm was measured at 26.5 cm. The PICC catheter infusion was stopped, and the left upper extremity was elevated. The color doppler ultrasound of the left upper extremity showed: is the left upper extremity subclavian vein thrombosis? The left upper extremity armpit, head, and precious veins had smooth blood flow, and no obvious thrombus was seen. On june 7, the left upper extremity continued to swell, and the arm circumference was 29cm. According to the doctor's instructions, the PICC catheter was removed."